Manufacturer narrative:
The reported issue was fixed by the svc engineer over the phone. No report of pt or staff injury. No further info is available.

Event description:
The customer reported a communication failure. No pt injury was reported.